Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the dreamtome rx 44 would not cut. A non bsc active cord was used in this procedure. The procedure was completed with a non bsc device, and the same active cord. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
No failure detected; the alleged failure ¿current delivery failure¿ could not be duplicated, however, the working length was found to be twisted and the rx channel extended (torn). A visual examination of the returned device found that the working length was twisted and the rx channel extended. The cutting wire was measured and was within specification. Functionally, a resistance test was performed and the resistance across the 2-in-1 connector and all sections of the cutting wire was within specification. The device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Although the working length was twisted and the rx channel extended (torn), these failures could not affect the electrical performance of the device and it does not have a relation to the reported event. Therefore, the most probable root cause is not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the dreamtome rx 44 would not cut. A non bsc active cord was used in this procedure. The procedure was completed with a non bsc device, and the same active cord. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.